Manufacturer narrative:
H6: ventec performed an evaluation on the device and was unable to confirm or reproduce the reported issue. The internal flow transducer, exhalation control module and control board were replaced as a precaution. Proper device operation was observed through functional and performance testing. The cause for the reported issue could not be conclusively determined.

Manufacturer narrative:
The device has been returned to ventec to perform an evaluation on the device but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.